Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. This part is not approved for use in the united states; however a like device catalog # c01b, 510k #k041584, upn# (B)(4) was cleared in the united states. If information is provided in the future, a supplemental report will be issued.

Event description:
Procedure: vertebroplasty (cementoplasty was performed during procedure) it was reported that on intra-op, the cement extravasation had occurred at paraspinal tissues. Bone cement volume implanted was 6 cc. Patient outcome has not been reported.